Manufacturer narrative:
The reagent lot number was 76718300 with an expiration date of 31-jan-2025. The field service engineer replaced the pinch valve tubing and performed repeatability tests. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 e601 module. For elecsys estradiol iii, the initial result was 18.35 pmol/l with a data flag. The repeat results were 223.4 pmol/l and 27.63 pmol/l. The questionable results were not reported outside of the laboratory.